Manufacturer narrative:
Device evaluation results will be submitted when evaluation is completed.

Event description:
Device was returned due to a slower rate delivery. Patient is fine. Dose mode questionable. Custom programmed nasiritide (original drug name natrecon). Clinician calculated and not giving output results by dose rate. The infusion rate calculated by pump in dose mode was 4.3cc/hr and should have been 8cc/hr.